Event description:
It was reported that the procedure was to treat the distal common iliac artery with moderate calcification and no tortuosity. The lesion was pre-dilated with a 5.0 mm jade balloon and a dissection was noted. The herculink elite stent delivery system (sds) was advanced and the balloon was inflated to nominal pressure. The stent remained in an hourglass shape and there was less than ideal wall apposition. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Na.